Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Date of event: exact date unknown/ not provided. Best estimate date is between (B)(6) 2019-(B)(6) 2020. (B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient status post hyperopic lasik in the right eye with intraocular lens (iol) implant. Through follow-up, it was learned the surgeon was targeting -2.50 for near vision and the post-op outcome was as expected. The patient requested for vision to be corrected for distance instead. Therefore, the lens was explanted and replaced with another zcb00 lens but lower diopter (25.0). There were no unplanned sutures or a vitrectomy required at lens exchange. The replacement lens was successfully implanted. No additional information was provided.